Event description:
A very small piece of the tip of the aiming device broke off in an implant intraoperatively and surgeon elected not to attempt retrieval.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Device has been rec'd and investigation is in progress.